Event description:
According to the reporter, during to laparoscopic rectum surgery for colorectal cancer, after anastomosis, the anvil blocked at first quarter turn at top of the colon. The anvil could not be tilted after firing so device was difficult to remove from the patient cavity. The event led to conversion of procedure to open surgery (laparotomy). The anvil had to be disassembled to remove the stapler. Operating time (less than 30 minutes) and length of hospital stay increased due to the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received for evaluation without anvil. Green indicator was not visible as received and safety feature was engaged. Staple guide was attached to the instrument shell with no damage. Retainer was partially opened as twist knob could not be moved further. Staple guide was fully fired. The twist knob could be fully moved to open the retainer without any difficulty. When twist knob was rotated for fully closure, light pressure was required, however the instrument was closed. The green indicator was visible and safety feature was released. Insert component can be observed in position. When instrument handle was squeezed, the knife advanced and pushers were intact as expected. Functional testing found the wing nut functioned properly upon rotating the twist knob with light pressure when initial closure, potentially due to internal residues from clinical use. The green bar was visible within the indicator window when the twist knob was fully closed. A representative anvil was used to perform the functional test. The instrument was applied to the appropriate test media (2 pads/4 layers), producing acceptable results for anvil tilt action. Pusher-fingers and knife advanced when the handle was squeezed, and the knife cut the media cleanly and completely for proper donut. The device also produced all expected audible, tactile and visual indicators during the functional testing. It was reported that the anvil did not tilt, remained in the firing position and was difficult to remove. Also, there was difficulty removing the device from the patient. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10. Concomitant prod: eea28 (eea28 eea 28mm-4.8 sgl use stapler. Lot number: p2d0522). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.